Event description:
It was reported that the pt experienced a shocking or jolting sensation with pain and swelling at the implantable neurostimulator (ins) site. The pt fell and hit his ins really hard. The ins was located in the thigh area. Pt felt symptoms in his paresthesia area and at the ins location. Pt was admitted to a hospital since (B)(6) 2010. The cause of the fall or hospitalization was unclear. It was subsequently reported that a pain doctor consulted on this pt. He saw the pt and said "it was taken care of." Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).